Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 56 year old white male with severe multivessel coronary artery disease and left ventricular ejection fraction of 10¿20% received an impella cp device as part of a protected, high risk coronary artery bypass graft (CABG) strategy. The device was placed preoperatively to unload the left ventricle and facilitate coming-off cardiopulmonary bypass during planned surgical revascularization. On day one the patient had a prior left heart catheterization demonstrating significant artery disease. Due to severe systolic dysfunction, the decision was made to place impella cp support on day 1 in anticipation of CABG. Post placement, the patient was admitted to the ICU in stable condition with the access site clean, dry, and intact, and no immediate complications noted. The patient underwent CABG surgery. During the case, the impella was set to surgical mode and then reduced to p 2 with cardioplegia administration. The surgery was complicated by ventricular fibrillation, requiring defibrillation, re cross clamping, repeat cardioplegic arrest, and pacing wire placement. The impella position alarm was noted intra operatively and successfully corrected under tee guidance. The patient was ultimately weaned off cardiopulmonary bypass, impella support was increased to p 8, and vasoactive medications were required briefly. Surgical bleeding sources were identified and addressed prior to chest closure. The patient was transferred to the ICU in stable condition. Post operatively, the patient was noted to have low hemoglobin (6.7 g/dl) and received packed red blood cell transfusions. Vasopressors and impella support were progressively weaned (down to p 4). The clinical team assessed the patient¿s status as consistent with expected postoperative anemia following complex CABG, and no access site bleeding, device alarms, or mechanical concerns were identified. After successful cardiac recovery, the patient was weaned from impella support and transported to the catheter laboratory for explant. The device was removed without complication. One perclose proglide and one angio seal were used for closure, achieving successful hemostasis. Post removal vital signs remained stable with no further bleeding concerns documented. The reported event consisted of post operative anemia requiring blood product transfusion. The patient exited the operating room with a low hemoglobin level, consistent with the complexity of the CABG procedure, intra operative events, and surgical blood loss. There was no evidence of impella device malfunction, access site injury, or uncontrolled bleeding attributable to the device. For vigilance and reporting purposes, the event is conservatively coded as major bleed associated with impella use. However, based on the clinical information available, the bleeding and transfusion requirement are unlikely to be due to the impella device, and are most plausibly explained by the post operative course of a high risk cardiac surgery patient.

Manufacturer narrative:
D4 primary UDI number was updated. Ppae( major bleed/ventricular fibrillation) : the root cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information was received stating, "no interventions were done in relation to impella. The pump was not saved for return re: no impella identified issues."

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.